Manufacturer narrative:
Based on the information provided, review of surgical technique guide, IFU and fmea, there is no evidence that the device was out of specification. The most probable root cause is improperly positioned implants. Part numbers, lot numbers, manufacturing dates and expiration dates: ifuse implants.

Event description:
The patient had a previous ifuse arthrodesis. It is not known which surgeon performed the initial surgery or when the surgery took place. The patient complained of leg pain after the initial surgery. The implants appeared to all be placed too superior. In (B)(4) 2014, a different surgeon removed the most inferior ifuse implant.